Manufacturer narrative:
The rse confirmed that, according to the factory's technical documentation, the shocks delivered have a tolerance of +/-10 percent, and therefore, the defibrillator's function is normal. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction.

Event description:
Philips received a complaint on the defibrillator indicating that during the shock tests, the delivered energy is around +/- 10% and wants to know if it is normal. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.